Event description:
The customer reported that the device shut down unexpectedly while in use. The customer was able to power the device back on immediately. There was no impact to the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.